Event description:
It was reported that during an ultrasound guided lung biopsy, the cannula of the needle was allegedly bent. It was further reported that the needle was allegedly difficult to remove from the patient. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2026). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lung biopsy procedure, the cannula of the needle was allegedly bent. It was further reported that the needle was allegedly difficult to remove from the patient. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In that photo, one maxcore device was provided and a bend was observed in the needle. Based on the provided photo, the reported bend needle can be confirmed. However, the reported difficult to remove and reported failure to fire can't be confirmed. Therefore, the investigation is confirmed for the reported bent needle as a bend was observed in the provided photo. And the investigation is inconclusive for the reported difficult to remove and reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported bent needle, difficult to remove and failure to fire issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2026), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.